Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to receive sensor scan results on the adc freestyle libre due to a "sensor ended" error message received on day 1 of sensor wear. The customer subsequently experienced a hypoglycemic event, losing consciousness. A blood glucose reading of 30 mg/dl was received in the ambulance and 36 mg/dl at the hospital. The customer was diagnosed with hypoglycemia and received unspecified intravenous medication for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported being unable to receive sensor scan results on the adc freestyle libre due to a "sensor ended" error message received on day 1 of sensor wear. The customer subsequently experienced a hypoglycemic event, losing consciousness. A blood glucose reading of 30 mg/dl was received in the ambulance and 36 mg/dl at the hospital. The customer was diagnosed with hypoglycemia and received unspecified intravenous medication for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(Device manufactured date) has been updated based on returned product download. The sensor (B)(4) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. Extracted data from the returned sensor using an approved software. Sensor found to be in state 5 (indicating normal termination). The returned sensor plug was observed to be properly seated in the mount. Removed plug and inspected plug assembly; no failure mode was observed. The sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.